Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient complains of being dizzy. The stored episodes on the implantable cardiac monitor had oversensing and undersensing. One episode had undersensing due to noise and diminished r-waves. The physician's office was contacted and indicated that the undersening/oversensing was due to how the device was positioned in the patient. The device remains in use. No patient complications have been reported as a result of this event.